Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that an alert had been generated for a right ventricular (rv) pacing impedance measurement greater than 2000 ohms. An automatic lead safety switch (lss) from bipolar to unipolar occurred as a result of the out-of-range measurement. A boston scientific technical services consultant reviewed the transmitted device data and identified a change in rv impedance measurements over this past year. Measurements were in the 800 ohms range; however, over the past few days there was a decrease to the 600 range and then the out-of-range value occurred. Additionally, the right ventricular automatic threshold (rvat) was 0.9v the same night as the previously documented oor impedance measurement; however, rvat was now noted to be programmed to automatic at 5.0v. The consultant stated the data appeared to show a change in this patient's physiologic or disease state which resulted in the observations. The presenting electrogram (egm) also looked different than previous ones as there were no visible t-waves. The consultant and the health care professional expressed concern for the status of this patient. A wellness check was performed, and the patient was found deceased in her home. The clinic was not contacted by the patient's family with a cause of death. The physician does not allege a product performance issue caused or contributed to the death of this patient. No adverse patient effects were reported.